Manufacturer narrative:
The associated complaint devices were not returned. The medical investigation concluded that several attempts have been made to obtain clinical/medical documents to no avail. Without supporting clinical/medical documents, a thorough investigation cannot be performed. Should information become available these complaints can be re-assessed. Without the actual product involved and/ or product information, our investigation cannot proceed. If the devices or new information is received in the future, these complaints can be re-opened. No further actions are being taken at this time. We consider this investigation closed.

Event description:
It was reported that a revision surgery is scheduled due to system being loose.